Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed instances of cassette not attached. Functional testing was performed and no issue was found with the pump. As no problem was found with the device, a cause could not be verified. It is suspected that there was a physical issue with the cassette attachment and the alarm occurred due to the incomplete attachment, as it is designed to do.

Event description:
It was reported that pump displayed cassette not attached error during testing. Evaluation of the returned device confirmed the reported issue in the event history, though it was not duplicated during functional testing.